Event description:
It was reported that the stimulator had high impedances. An open circuit was noted with electrodes 5 and 6 and impedances were >4,000 ohms. The device was programmed on electrodes 5 and 6. A longevity calculation was done which showed approximately 64 months. It was advised that the default voltage be increased and re run the impedance check. The company representative planned to review the information with the patient¿s physician. It was further reported that the patient was due for device change out due to a low battery. The high impedances did not resolve and would not be assessed again until device change out, which was to occur in the next 30-60 days. The patient¿s symptoms were all well controlled with effective therapy at the current settings. The patient was doing well. No diagnostics were performed. It was unknown if there was a cause of the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3389s-40, lot# v167235, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v166791, implanted: (B)(6) 2008, product type: lead. (B)(4).